Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that medication leaking into the syringe plunger (between the 2 sealed rubber sections). Risk that the medicine is no longer sterile (contamination by micro-organisms). We had several problematic 20 ml syringe trays with this time half of the syringes leaking at the piston. Verbatim: complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: xxx. Customer address: xxx. Contact name: xxx. Phone: xxx. E-mail: xxx. Correspondence language: french. Cat# of product being complained: bd30561.7 description of product: syringe luer-lok st 20cc 10ea/tray 12trays/ca lot or s/n: (B)(6). Complaint category: leaking incident date: unknown. Details of complaint (reported issue): ¿medication leaking into the syringe plunger (between the 2 sealed rubber sections). Risk that the medicine is no longer sterile (contamination by micro-organisms). We had several problematic 20 ml syringe trays with this time half of the syringes leaking at the piston.¿ complaint noticed: during / after use problem frequency: ongoing for (B)(6) 2026 (days - months - years) patient injury: unknown. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? Yes.